Event description:
Vaginal ap repair procedure. The needle count was incorrect at the termination of the surgery and per protocol an xray was performed. During the case we did note that after one of the passages of the capio into the sacrospinous ligament that the 1 x 4 mm bullet tip was not attached to the suture. We felt that the tip either fell off into the device or was imbedded in the sacrospinous ligament. The needle tip was not palpable or visible during the case and given the very small calber of this tip and significant risk and danger in trying to find it, we did not perform any aggressive exploration of the space, which could lead to significant bleeding, pain, and morbidity. As such, decision was made to confirm location of the needle tip by xray and not attempt removal even if noted in situ. In our clinical judgement, this small tip imbedded in the sacrospinous ligament is not more dangerous or risky than having permanent staples in the pelvis, which are used routinely in pelvic surgery. Patient's husband was notified and will review with her after recovery.